Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Event date: it was reported that the incident occurred at the end of (B)(6) 2017.

Event description:
It was reported that after inserting the portex® blue line ultra® suctionaid tracheostomy tube into the patient an air leak was found at the device cuff. Due to the reported event, the tracheostomy tube was replaced. According to the reporter, the tracheostomy tube cuff was tested prior to use and no leak was detected. The tracheostomy tube cuff was inflated with air. No information is available regarding how long the device was in patient use. The event was reported as resolved. No adverse health outcome was reported.

Manufacturer narrative:
One used portex® blue line ultra® vocalaid tracheostomy tube was returned for investigation. A visual inspection was performed and no holes were detected. Functional testing showed that a leak was present in the cuff. A manufacturing review of a similar device was performed, and no discrepancies were found. No root cause was determined. The complaint was confirmed.